Event description:
It was reported that on (b)(6 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, non-uniform expansion (nue) was observed, so the valve was recaptured and released before final deployment. The valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). Post-implant, the patient had a moderate paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon; moderate pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The user believes that the valve expanded non-uniformly due to the calcification. The patient was in a stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that non-uniform expansion (nue) was observed, so the valve was recaptured and released before final deployment. Post-implant, the patient had a moderate paravalvular leak (pvl). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported paravalvular leak could not be conclusively determined. Information from field indicated that the valve non-uniform expansion was believed to be due to presence of calcification. The medical intervention was a result of post-implant balloon aortic valvuloplasty (post-bav) was performed due to pvl. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.